Event description:
It was reported that implant movement/shift occurred. A left atrial appendage (laa) closure procedure was performed and a 27mm watchman flx pro closure device was implanted on (B)(6) 2025. During the procedure, the closure device was placed at the ostium of the appendage in the short axis view. The closure device was slightly tilted in on the mitral side, but the decision was made to release the closure device following position, anchor, seal and size (pass) criteria. The patient was discharged. The patient had a routine follow up imaging and it was noted that the closure device ended up canted in the appendage sitting sideways in the anatomy. The patient was placed back on anticoagulation therapy as the physician was unsure what they wanted to do moving forward with this patient. The physician then confirmed the residual leak to be 3mm, which was new from the time of implant, but there were no plans to address the leak and the patient was discontinued from anticoagulation therapy. There was no evidence of thrombus and no patient complications.

Manufacturer narrative:
B3: aware date was used as event date as actual event date was not known.